Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter user manual: the hill-rom 1000 bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Any signs of damage to the cable. Any exposed wires. Replace the power cord, if damaged. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).